Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping,"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("painful infection"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (will have surgery on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, menstruation irregular, vaginal haemorrhage, menorrhagia, infection, nausea, fatigue and weight increased outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstruation irregular, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet- abnormal bleeding (general), abnormal bleeding, (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection painful, nausea, pain, fatigue, weight gain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol with codeine no.3. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding, epigastric pain, emesis, hypertension, diarrhea, body mass index abnormal, hematochezia, tenderness epigastric, irritable bowel syndrome, gastroenteritis, anomalous arrangement of pancreaticobiliary duct, abdominal pain, gi bleed, gastritis, intestinal mucosal erythema, bacterial infection due to helicobacter pylori (h. Pylori), weight loss, leg pain, pain ankle, weight gain, back injury, umbilical hernia, gravida ii, parity 2, gravida ((B)(6) 2011), ovarian cyst, intermenstrual bleeding (intermenstrual spotting), urinary frequency, chest pain, perforation of tympanic membrane, seizure, shortness of breath, vaginal discharge, premature delivery, appendicitis, cervicitis, pid pelvic inflammatory disease, uterine fibroids, candida infection, vaginal disorder, kidney stone, dysmenorrhea and menometrorrhagia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), etonogestrel (implanon), medroxyprogesterone acetate (depo provera) and nifedipine. On an unknown date, the patient started tylenol with codeine no.3 at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping,"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("painful infection"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (will have surgery on (B)(6) 2018/removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, menstruation irregular, vaginal haemorrhage, menorrhagia, infection, nausea, fatigue, weight increased, dyspareunia, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstruation irregular, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left then right essure devices were placed with three coils visible on the left and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unknown)- result: unknown. Concerning injuries reported in this case the following ones were described in patient medical records: abdominal cramping, nausea, weight gain, menstruation irregular, menorrhagia, pregnancy, miscarriage most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet received. Events: back pain, abdominal pain, dyspareunia (painful sexual intercourse) added. Lab data updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol with codeine no.3. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding, epigastric pain, emesis, hypertension, diarrhea, body mass index abnormal, hematochezia, tenderness epigastric, irritable bowel syndrome, gastroenteritis, anomalous arrangement of pancreaticobiliary duct, abdominal pain, gi bleed, gastritis, intestinal mucosal erythema, bacterial infection due to helicobacter pylori (h. Pylori), weight loss, leg pain, pain ankle, weight gain, back injury, umbilical hernia, gravida ii, parity 2, gravida ((B)(6) 2011), ovarian cyst, intermenstrual bleeding (intermenstrual spotting), urinary frequency, chest pain, perforation of tympanic membrane, seizure, shortness of breath, vaginal discharge, premature delivery, appendicitis, cervicitis, pid pelvic inflammatory disease, uterine fibroids, candida infection, vaginal disorder, kidney stone, dysmenorrhea and menometrorrhagia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), etonogestrel (implanon), medroxyprogesterone acetate (depo provera) and nifedipine. On an unknown date, the patient started tylenol with codeine no.3 at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("cramping,"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("painful infection"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device ("miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, fatigue, weight increased, dyspareunia and back pain had not resolved and the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, menstruation irregular, infection and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstruation irregular, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left then right essure devices were placed with three coils visible on the left and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: abdominal cramping, nausea, weight gain, menstruation irregular, menorrhagia, pregnancy, miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('miscarriage') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol with codeine no.3. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding, epigastric pain, emesis, hypertension, diarrhea, body mass index abnormal, hematochezia, tenderness epigastric, irritable bowel syndrome, gastroenteritis, anomalous arrangement of pancreaticobiliary duct, abdominal pain, gi bleed, gastritis, intestinal mucosal erythema, bacterial infection due to helicobacter pylori (h. Pylori), weight loss, leg pain, pain ankle, weight gain, back injury, umbilical hernia, gravida ii, parity 2, gravida ((B)(6) 2011), ovarian cyst, intermenstrual bleeding (intermenstrual spotting), urinary frequency, chest pain, perforation of tympanic membrane, seizure, shortness of breath, vaginal discharge, premature delivery, appendicitis, cervicitis, pid pelvic inflammatory disease, uterine fibroids, candida infection, vaginal disorder, kidney stone, dysmenorrhea and menometrorrhagia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), etonogestrel (implanon), medroxyprogesterone acetate (depo provera) and nifedipine. On an unknown date, the patient started tylenol with codeine no.3 at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("cramping,"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("painful infection"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device ("miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, fatigue, weight increased, dyspareunia and back pain had not resolved and the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, menstruation irregular, infection and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstruation irregular, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left then right essure devices were placed with three coils visible on the left and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: abdominal cramping, nausea, weight gain, menstruation irregular, menorrhagia, pregnancy, miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received: event outcome, patient address details, race information , lab data were updated. Seriousness criteria removed for pregnancy with contraceptive device and genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("cramping,") and menstruation irregular ("irregular periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (will have surgery on (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower and menstruation irregular outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, menstruation irregular, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.